Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's left extension had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the extension was explanted and replaced.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection and resistance testing of the returned lead showed an internal wises broken was found. The cause for the event remains unknown.